Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please inform the patient¿s current health status and condition. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. ¿ current health status not available. ¿ re suturing of the incision was not done because of risk of infection ¿ medication information not available.

Event description:
It was reported that a patient underwent an surgical procedure for carpal tunnel on an unknown date and suture was used. Post-op, the suture broke on the palm incision. The patient returned the next morning for a wound check and suture were broken. Re-suturing of the incision was not done because of risk of infection. There were no adverse patient consequences reported. Additional information was requested.